Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter which resulted in peritonitis. It was reported the patient was not performing therapy when the disconnection occurred. The cause of the disconnection was not reported. It was reported the patient was hospitalized for the peritonitis event and was treated with unspecified intraperitoneal antibiotics for the event. The transfer set was replaced. The patient was discharged seven days after hospital admission. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.